Event description:
Hub on drainage catheter cracked, necessitating removal and replacement. Pt condition was "unaffected" by the event. The used catheter was discarded by the hosp.

Manufacturer narrative:
Although no sample will be returned for eval, the investigation into this event is ongoing. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).